Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deploy any staples? Did the device cut? Was the cutline complete? Was there any tissue damage after the device was opened and removed from the patient? If so please explain how the tissue was repaired? The stapler was closed and fired although it seemed to be difficult to fire. It did not deploy any staples and the knife did not cut any tissue. There was no tissue damage apart from compression at the site of the stapler and a new stapler was used over this and the anastamosis was satisfactorily formed. The patient is well. There appears to be some damage to the bottom half of the stapler.

Event description:
It was reported that during an unknown procedure, unit opened, passed off to the doctor, who then opened the jaws and placed the bowel between the two jaws and attempted to fire the staples. The sliding lever failed to operate smoothly and then failed to fire the staples. The doctor then attempted to pull lever back and was unable to do so, he continued to struggle and finally was able to remove from the patient. He then requested another unit and all proceeded as normal. Only a slight delay to procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. In addition, the cartridge was received fully loaded. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.